Manufacturer narrative:
Corrected data: h6. Health effect- impace code (f): '4627' should be removeed and '4629' should be added. B5.- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault, significant reduction of iridocorneal angles and glares/ haloes. Reportedly, 'exchange took place friday oct 10 2025'. In a separate surgery the lens was exchanged with a shorter length and the problem was resolved. The cause of the event was reported as a patient-related factor. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5.- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault, significant reduction of iridocorneal angles and glares/ haloes. In a separate surgery the lens was explanted and replaced with a shorter length and the problem was resolved. The cause of the event was reported as a patient-related factor. H6-health effect- clinical code: '4581- narrow angles and shallow ac' should be removed and 'significant reduction of iridocorneal angles', 2140/ 2227 should be added. H6.- health effect - impact code (f): 4629 should be removed and 4627 should be added. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault, 'open angle' and shallow ac. Reportedly, "vaulting very high. Angle open but very shallow ac. Iop normal". In a separate surgery the lens was exchanged. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6-health effect- clinical code: '4581- narrow angles and shallow ac' should be added. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).